Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('acute abdomen pain') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient experienced abdominal pain (seriousness criterion intervention required), genital infection female ("gynaecological infections"), head discomfort ("heaviness in the head"), arthralgia ("joint pain"), monoplegia ("paralysis of the right leg"), metal poisoning ("heavy metal poisoning"), nervousness ("nervous"), tremor ("tremor") and urinary tract infection ("urinary infections"), 13 years 10 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the abdominal pain, genital infection female, head discomfort, arthralgia, monoplegia, metal poisoning, nervousness, tremor and urinary tract infection outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, genital infection female, head discomfort, metal poisoning, monoplegia, nervousness, tremor and urinary tract infection with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('acute abdomen pain') in a 54-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient experienced abdominal pain (seriousness criterion intervention required), genital infection female ("gynaecological infections"), head discomfort ("heaviness in the head"), arthralgia ("joint pain"), monoplegia ("paralysis of the right leg"), metal poisoning ("heavy metal poisoning"), nervousness ("nervous"), tremor ("tremor") and urinary tract infection ("urinary infections"), 13 years 10 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the abdominal pain, genital infection female, head discomfort, arthralgia, monoplegia, metal poisoning, nervousness, tremor and urinary tract infection outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, genital infection female, head discomfort, metal poisoning, monoplegia, nervousness, tremor and urinary tract infection with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.